Manufacturer narrative:
According to the customer contact, there was "bleeding following circumcision" which was believed to be due to the clamp not being "tight enough to crush the skin and stop the bleeding". Due to the reported incident, a hemostatic agent was used. The customer contact reported the patient's discharge was "delayed" to ensure the bleeding was controlled. No additional medical intervention was reported relating to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Clamp not tight enough leading to excessive bleeding.